Event description:
It was reported that an occlusion alarm occurred. Subsequently, a cartridge alarm 05 occurred, and was followed by a cartridge alarm 06. Reportedly, the customer had followed the prompts during the load sequence and the pump was within the allowable operating altitude range at the time of the alarms. The customer's blood glucose level was over 400 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.